Manufacturer narrative:
E1: reporting institution name - (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an over voltage protection (ovp) circuit failure. The device was in clinical use when the issue occurred. There was no patient or user harm reported. The user immediately reported the issue to the equipment department, and the equipment department engineer conducted an emergency inspection. It was reported that after shutting down and restarting the ventilator, it was restored to use. The customer contacted a ventilator engineer to visit the hospital for maintenance of the ventilator.

Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that no repairs were required, and that the device was returned to service. No further details were provided regarding the event. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.